Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 15 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified and 90% stenotic lesion in an unspecified vessel. No patient injuries or complications were reported. Patient status is listed as "good."